Event description:
It was reported that dr. Indicated fracture implant. The 3.7*11. 5 implant was implanted, and the initial stability was good after implantation. The patient reflected normally after operation. After two and a half months, the patient came to repair it, and the implant fractured after half a month and removed. The implant was re-implanted after the patient's bone recovered. Tooth site # 8.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
One (1) tsvb11 (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) was returned for investigation. Visual evaluation of the as returned implant identified bone debris on external threads and a fracture at the collar. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per were osteoporosis and low bone density (type iii). The reported device was at tooth location 8 (universal) for approximately 3 months. The customer did not provide x-rays or images. Appropriate documents were reviewed. DHR review was completed for the subject lot number, 1239501. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information available at the time of this report.